Manufacturer narrative:
Customer problem confirmed, the pumps batteries leaked into the battery compartment. The pumps rear housing containing the battery compartment needed to be replaced.

Event description:
It was reported that pump battery was leaking into the pump. Hazard analysis indicates that the device in the reported incident is related to a hazardous situation (chemical contamination) and would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. No patient complications were reported in connection with this event.